Manufacturer narrative:
Philips service replaced the spc2 extension board and potentiometer assembly rotation driver, calibrated the c-arm, and tested the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that c-arm movement was partly unavailable during surgery on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.